Event description:
It was reported in the patient's medical records that the patient diagnosed with cervical spondylitic myeloradiculopathy underwent surgery for anterior cervical corpectomy at c4 and c5, anterior discectomy at c3, c4, and c5, with implant of anterior cervical plate and fibular strut at c3-c6 for fusion. X-rays taken on (B)(6) 2010 found a broken screw at the left inferior part of the plate. Images taken again on (B)(6) 2010 showed no changes in the fractured screw. The hardware was noted well seated with no migration of the hardware.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation.